Event description:
It was reported that there was a lead warning for the right ventricular (rv) lead superior vena cava (svc) coil impedance. The rv lead svc impedance has historically been in the 50 ohms range until approximately 2 months prior when 1 reading was increased to 104 ohms and then it went back down to 50 ohms range. It was indicated that this pattern had repeated 4 times since the initial occurrence. A chest x-ray was done and there was no visual indication of a lead failure. The rv lead will continue to be monitored closely and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. . Concomitant products: 507645 implantable pacing lead, (B)(6) 2001. (B)(4).